Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the reported heart block occurred during ablation.

Event description:
During an avnrt ablation the patient went into complete heart block. While ablating the slow av node pathway the patient developed third degree heart block. The ventricle was temporarily paced and a permanent pacemaker was implanted a few hours following the procedure.